Event description:
It was reported that poly wore on a 15 year old right hip. Revision was done and replaced poly and head.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event regarding wear on an omnifit series ii liner was not confirmed. No device evaluation performed as no items associated with the event were returned or made available for identification or evaluation. A medical review was not performed due to insufficient information. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The event could not be confirmed nor the root cause determined because the device was not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported that poly wore on a 15 year old right hip. Revision was done and replaced poly and head.